Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). On (B)(6) 2018, it was reported that the unit stopped ratcheting. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was september 4, 2014 where it was reported that the device stopped ratcheting and the roller, worn bushings, worn side plates, spring, sliding pun, ratchet gear shoulder bolts, and washers were replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018 revealed that the pre-test calibration and test mesh could not be taken due to the bent comb. The roller gear, roller, and side plates had visual damage. The ratchet did not function. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, shoulder bolts, washers, and ratchet. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the ratchet did not function. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the ratchet did not function. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit stopped ratcheting. The event occurred during testing and no harm, no delay reported. During evaluation, a bent comb was discovered. No adverse events were reported as a result of this malfunction.